Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Date of event: unknown, not provided, but the best estimate is during (B)(6) 2018. If explanted, give date: lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol) was implanted in the patient's left (os) eye on (B)(6) 2018. The patient complained of getting starbursts, like a string of christmas lights, while driving and passing series of lights. He also has a slight itching all the time, especially in the morning. A secondary surgical procedure is not scheduled or for certain planned at this time. No further information was provided.